Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "description/indication the self-adhering male external catheter is designed for the management of male urinary incontinence. Contraindication do not use on irritated or compromised skin. Precaution do not use if allergic reaction occurs. For good hygiene, change catheter daily. Use of a single device for longer periods than 24 hours may increase the risk of complications. Directions: to apply 1) wash penis with mild soap and warm water. Dry thoroughly. 2) trim pubic hair if necessary. 3) open package at perforation. 4) to remove plastic insert, squeeze catheter at the top of the white cone and pull to release. 5) unroll self-adhering catheter over penis. 6) gently squeeze the catheter to properly seal adhesive to the skin. 7) connect to collection bag. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. Directions: to remove gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive."

Event description:
It was reported that the patient experienced an allergic skin reaction on his penis. Per additional information from the ibc via email (B)(6)2019 ; after use of the mec sheaths, the patient noticed a burning sensation on the penile skin, causing swelling and redness. This later turned into red and spotty bubbles. The patient visited the urologist and was tested for a fungal infection, which was negative. The doctor prescribed an anti-fungal ointment and recommended chamomile baths to clear the rash reaction. The patient has since discontinued use of the mec sheaths. The patient used the sheaths for 7 months before prior to this event. Per additional information from the ibc via email(B)(6)2019 ; as of(B)(6)2019 the patients skin has healed and the patient has resumed using the mec sheaths with no issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced an allergic skin reaction on his penis. Per additional information from (B)(4) via email (B)(6) 2019; after use of the mec sheaths, the patient noticed a burning sensation on the penile skin, causing swelling and redness. This later turned into red and spotty bubbles. The patient visited the urologist and was tested for a fungal infection, which was negative. The doctor prescribed an anti-fungal ointment and recommended chamomile baths to clear the rash reaction. The patient has since discontinued use of the mec sheaths. The patient used the sheaths for 7 months before prior to this event. Per additional information from (B)(4) via email (B)(6) 2019; as of (B)(6) 2019 the patients skin has healed and the patient has resumed using the mec sheaths with no issues.